Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 32 mm amplatzer septal occluder was chosen for procedure. During the procedure, during an attempt to deploy the device, the device presented in a cobra formation. No additional information has been provided. (B)(6) 2021 pm.